Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7543624) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was partially in the bag and partially in the sulcus. The lens was repositioned and a vitrectomy was performed on (B)(6) 2015.